Manufacturer narrative:
The reported lot number received with the additional information, 0ml8022991, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
Additional information received from the physician's office on (B)(6) 2013 stated the patient had no complications.

Manufacturer narrative:
Two implanting surgeons were reported. It is not known which surgeon performed which procedure. The second reported surgeon is dr (B)(6).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.